Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? 1. Left total knee arthroplasty what is the procedure date? 1. On (B)(6) 2025. What date did the reaction occur on? 1. Date of the reaction: on (B)(6) 2025. What does the reaction look like and how large of an area does the reaction cover? 1. See picture. Large blistering reaction. Do you have any pictures of the reaction? 1. See below. Was there any medical or surgical intervention performed (product removed; re-operation; re closure; prescription medication)? If so, please specify. 1. Product was removed promptly and cleansed with water and soap 2. Medrol dosepak (steroids). If medication was required, please clarify if it was prescription strength. 1. Medication was required: medrol dosepak. Can you identify the lot number of the product that was used? 1. I cannot identify the lot number of the product, however, this does happen quite often. Not usually to this extent, however, we have many skin reactions to the prineo and dermabond. What is the most current patient status? 1. Still healing from the replacement and skin reaction is continuing to heal. However, a scar seems to be forming. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? 1. Not that I am aware. Please provide the source or name and title of external person providing answers to follow-up. How many patient events occurred? A. 1. Were they previously reported to ethicon? A. No, they were not. Please address all questions for each patient: a. N/a. Was any surgical intervention performed? A. No. Were any cultures taken? Results? A. No. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? A. Warm sterile normal saline to clean the area. B. Prineo applied in full flexion. C. Dermabond (one layer applied). D. Allowed to dry. E. Once dried, covered with telfa. F. Ace wrap. Was a dressing placed over the incision? If so, what type of cover dressing used? A. Prineo first, then telfa, finally an ace wrap. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? A. Not that we are aware of. Is the patient hypersensitive to pressure sensitive adhesives? A. Not that we are aware of. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? A. No screening was completed prior to the procedure. Patient demographics: initials / ID, gender, age or date of birth; bmi. A. Patient pre-existing medical conditions (ie. Allergies, history of reactions). A. None. Had other knee replaced and the patient not have this same reaction. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? A. No, however, like mentioned, the patient had the other knee replaced and did not experience the same reaction. (Delayed hypersensitivity?). B. For this instance, once the prineo was removed, the reaction started clearing up quickly. Name of surgeon? A. What is the physician¿s opinion as to the etiology of or contributing factors to this event? A. Most likely the prineo causing an allergic reaction. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an total knee arthroplasty on (B)(6) 2025 and topical skin adhesive was used. The patient had irritation, blistering as a result of using product. Device is not available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How many patient events occurred? Were they previously reported to ethicon? Please address all questions for each patient: was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.